Manufacturer narrative:
(B)(4). An actual sample was returned to the plant for evaluation. A visual inspection as well as functional tests were performed. The returned sample was primed and flowed normally with no back flow noted. Therefore, the reported condition was not confirmed. An assignable root cause could not be identified.

Event description:
The customer reported to corporate product surveillance (cps) a clearlink system continu-flo solution set in which backflow occurred. According to the report, the check valve did not prevent the secondary infusion of tygacil(which is yellow upon activation) from backing up into the primary bag of normal saline(ns) during infusion on a patient. The nurse started the secondary infusion and left the room. When she returned, an 8-10 minutes later, she noted the primary bag of ns had turned yellow indicating a backflow. The reporter stated the primary bag was hung below the secondary bag as appropriate. There are no reports of patient injury or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.